Manufacturer narrative:
The dental facility reported that while using the cavitron, the patient went to close down their mouth for suction and the saliva ejector tip popped off in his mouth. No patient injury or illness as a result. Crosstex qa and manufacturing evaluations are underway and crosstex is still in close communication with the distributor. This complaint will continue to be monitored within crosstex complain handling system.

Event description:
The dental facility reported that while using the cavitron, the patient went to close down their mouth for suction and the saliva ejector tip popped off in his mouth. No patient injury or illness reported.